Event description:
This patient is a participant in a study and experienced this event post approval. Patient's status post pdl, l5-s1, was evaluated at six (6) weeks, six (6) months, twelve (12) months, eighteen (18) months, and twenty-four (24) months. At the twelve (12) month visit patient underwent a l5 right facetectomy for pain which was reported as an adverse event. Patient completed the twenty-four (24) month visit and completed the study in 2007. In 2009, patient presented to study surgeon for treatment of continued back pain. Patient underwent posterior segmental fusion with instrumentation, lf - s1, on nine days prior. The pdl hardware was not removed. This is one of three reports for this event.

Manufacturer narrative:
Device remains in patient. Manufacture site and manufacture date cannot be determined without a lot number. The investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. This event is consistent with pro disc-l post-market experience. Determined that no investigation of the individual event is necessary based on comparison with approved device trends. Post study, a thorough training program for surgeons and sales consultants was put in place. Surgeons and sales consultants must complete the training program prior to performing pro disc-l total disc replacement surgery.